Manufacturer narrative:
A sample device was not returned for analysis. Complaint and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been 2 other complaints reported in the lot. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that following a cataract surgery with intraocular lens implant procedure, the surgeon suspected a scratch on the lens, the patient vision is excellent.

Manufacturer narrative:
A qualified handpiece was indicated. The company lens is only qualified for use in the company and company cartridge. A non-qualified viscoelastic was indicated. The root cause for the reported lens damage may be related to a failure to follow the instruction for use (IFU). The company lens is only qualified for use in the company and company cartridge. In addition, a non-qualified viscoelastic was indicated. Company foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. The manufacturer internal reference number is: (B)(4).